Event description:
The patient called lifescan and alleged the one touch ultra meter was reading inaccurately erratic. The readings within 10 minutes were 340 mg/dl and 215 mg/dl. (Not within lifescan criteria for precision). No medical attention received, no action taken by the patient following attempted use of the meter. The customer care representative performed troubleshooting and twice the control solution test was not within range. The meter and test strips were replaced and return expected.